Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) tipped over while transporting a patient. The unit stopped functioning. The patient was then placed on another iabp. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit determined the damaged was caused by the customer dropping the unit. The fse replaced the console cover, rear handle, vacuum tube assembly, pressure tube assembly and handle screws. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. The correct event site name & address: (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) tipped over while transporting a patient. The unit stopped functioning. The patient was then placed on another iabp. No patient harm was reported.